Event description:
It was reported that a shaft break occurred. The target lesion details are unknown. During a percutaneous coronary intervention, a 20x2.50mm emerge balloon was advanced, however the shaft broke. Both pieces of the balloon catheter were successfully removed by removing the guide catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR:a 68.5cm section of the emerge balloon catheter was returned. The distal end was not returned. The hypotube shaft was completely separated 68.5cm from the hub. The fracture faces were oval as if kinked prior to separation. There were numerous hypotube kinks. There was no inner o outer shaft damage. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. The target lesion details are unknown. During a percutaneous coronary intervention, a 20x2.50mm emerge balloon was advanced, however the shaft broke. Both pieces of the balloon catheter were successfully removed by removing the guide catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).